Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a consumer from (B)(6) of infection suspected peritonitis in a patient coincident with extraneal viaflex therapy. During a call with baxter customer services regarding a recall of extraneal imported from (B)(6), the patient reported he experienced an infection suspected peritonitis. The patient was hospitalized the same day. Treatment was not reported. On (B)(6) 2011, after 15-16 days duration, the patient was discharged from the hospital. Event outcome and action taken with extraneal was not reported. The consumer did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.